Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, loosening and instability of the implant, and chromium and cobalt toxicity. Update 11/11/15-pfs and medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated pain and minimally elevated metal ions (no labs provided). There was no mention of loosening or instability. The stem is being added to the complaint and part/lot is being updated. The complaint was updated on:11/30/2015.